Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 on the 4-door tower was not detected on the bus. The latch components were inspected, and it was found that all tower latches had significant oxidation. A field service engineer replaced the old-style latches with new enhanced style latches, reassembled the tower, and used diagnostics to confirm that tower door 1 was detected on the bus. All tower doors were verified to be fully functional through diagnostics, and the tower doors were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed to open, unable to access drugs inside. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.